Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit powers up/down on its own". The unit was triaged and the customer¿s reported condition was confirmed. Liquid ingress caused the printed circuit board to corrode, and is the result of customer misuse. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit powers up/down on its own.